Event description:
It was reported that patient presented in ER after receiving inappropriate high voltage therapy due to conducted atrial fibrillation and noise oversensing. The lead was replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
External insulation abrasion was noted at 12.7-12.9cm from the distal end, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location. External insulation abrasion was noted at 10.6-11.0cm from the distal end, consistent with lead friction to another device or feature of the heart. The rv conductor etfe coating was abraded at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that prior to the replacement surgery, abnormal high voltage lead impedance was observed.